Event description:
Endo stitch 10 mm suturing device - during use the needle portion broke into two. One piece of the needle remained on the device head and the other portion of the needle remained in the deep pelvis of the pateint.====================== manufacturer response for suturing device, endostitch======================they collected information and requested return of the item for evaluation and subsequent FDA report.